Event description:
A balloon catheter ruptured at eight atmospheres during a percutaneous transluminal angioplasty of a shunt. Another balloon was used to successfully complete the procedure without pt complications. This device has not been returned for eval. Therefore, no failure analysis is available. Balloon rupture leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, without evaluating the device co is unable to determine the exact cause for this event. Co's directions for use state: :"if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinfalte and remove carefully. Balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples."

Manufacturer narrative:
H3. Eval summary: this device was returned, evaluated and retained by this MFR. The engineering eval revealed a 1.3 centimeter longitudinal tear located from 2 millimeters distal to the distal radiopaque marker and extending to 1 centimeter proximal to the distal radiopaque marker. No other balloon damage was noted. This device was used to dilate a shunt which we feel may have contributed to this event.